Manufacturer narrative:
An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms being 3 cfu/endoscope of staphylocoques coagulase negative at 3 cfu/100 ml. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used anios excel d detergent and suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. For automated endoscope reprocessor (aer) treatment, the soluscope 4 series washer was used. The scope was stored in a tiroir cleanascope storage system. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending section ruble glue separated and discolored, up/down knob angulation play and less or specified value, left/right knob angulation play and less or specified value, biopsy channel wear and tear, and insertion part charged coupled device (ccd) unit slightly peel off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 20 colony forming unit (cfu) of pseudomonas aeruginosa and greater than 80 colony forming unit (cfu) of enterobacter at greater than 58 cfu/100 ml on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the users reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.